Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 0057706, medical device expiration date: 2025-02-28, device manufacture date: 2020-02-26. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 31ga 8mm 100 bx 1200 USA was unable to deliver insulin. The following information was provided by the initial reporter: material no:320109, batch no: unknown, 0057706. It was reported that the pen needles would not release any medication during priming. Also, the needle tips are bending during the injection and insulin is going all over her injection site. Verbatim: consumer reported about a month or two ago she had pen needles that wouldn't release any medication during priming. Stated she couldn't remember if she called bd or the insulin pen manufacturer about this issue. Stated she spoke with someone who walked her through how to attach the pen needles and check the npe. (Could not locate consumer in snow). Consumer stated this issue was from a previous box and she discarded that product box. - no info. Available. Stated now the needle tips are bending during her injection with her current box. Stated insulin is going all over her injection site.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 31ga 8mm 100 bx 1200 USA was unable to deliver insulin. The following information was provided by the initial reporter: material no:320109 batch no: unknown, 0057706. It was reported that the pen needles would not release any medication during priming. Also, the needle tips are bending during the injection and insulin is going all over her injection site. Verbatim: consumer reported about a month or two ago she had pen needles that wouldn't release any medication during priming. Stated she couldn't remember if she called bd or the insulin pen manufacturer about this issue. Stated she spoke with someone who walked her through how to attach the pen needles and check the npe. (Could not locate consumer in snow). Consumer stated this issue was from a previous box and she discarded that product box. - no info. Available. Stated now the needle tips are bending during her injection with her current box. Stated insulin is going all over her injection site.